Event description:
The customer stated that she opened a new carton of test strips and found the cap open on the bottle of strips. She tested her blood glucose and received a reading that was higher than usual. No adverse events were alleged. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned test strips to read an average of 3 mg/dl high, out of specification.